Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had high blood glucose levels of 21 mmol/l. The customer treated with a manual insulin injection. The customer reported a no delivery alarm from the insulin pump. The customer declined to troubleshoot. The customer reported a bent cannula on the infusion set of the insulin pump. The customer was advised to replace the entire infusion set and to treat per the health care provider's instruction. No additional information was provided.